Event description:
The user facility reported that a pressure relief valve may have stuck shut during a bypass procedure causing over pressurization of the venous reservoir. The event occurred at the beginning of the procedure. An air embolus went up the venous line. Bypass was terminated and the equipment was changed out. Follow up communication with the user facility confirmed that there was no injury, no blood loss and the patient was released from the hospital.

Manufacturer narrative:
Method - the user facility reported that the device is being held in quarantine and has not yet been made available for evaluation. Therefore, the current investigation is based upon information provided by the user facility and a review of quality records. Results are based upon evaluation of user facility information. Conclusions are based upon evaluation of user facility information. The involved device has not been returned for evaluation. However, the valve has been evaluated by the user facility and a malfunction could not be confirmed. During a follow-up communication, the user facility raised the question of whether their vavd procedure or a kinked line may have contributed to the reported over pressurization of the reservoir. The user facility has indicated that their internal vavd work instructions have since been revised. There were no indications of any procedure related problems in the convenience kit device history records. A review of the complaint files confirmed that this lot has not been reported previously. Device function cannot be confirmed without evaluation. Based upon the currently available information provided by the user facility, the event description appears consistent with a technique-related cause for the reported event. All available information has been placed on file in quality assurance for use in tracking, trending and follow up. (B) (4).